Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation the 3.50 x 12 mm nc trek balloon dilatation catheter protective sheath could not be removed. There was no patient involvement or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and analysis of the returned product. The device was returned for evaluation. The reported difficulty removing the protective sheath was confirmed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the device performance was potentially related to a manufacturing issue. Corrective and preventive actions to address this issue have been implemented and the performance of these devices will continue to be monitored.